Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer¿s blood glucose was 244mg/dl at time of incident. Customer performed troubleshoot but display did not return even after restart. The customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump powered up after battery installation and was stuck in a pump error 4 alarm notification screen and reboot/medtronic logo loop, problem isolated to the electronic assembly. Unable to perform the the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to pump error 4 alarm loop. Pump received with scratched case and pillowing keypad overlay.